Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of xrays which indicated superior dislocation of the femoral head with respect to the acetabular component. Possible loosening of the stem is noted. Fractured cerclage wire is also noted. However, it is unknown when or why the wire was placed on the femur. It is also unknown if the wire is a zimmer biomet device. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# unknown unknown head lot# unknown, item# unknown unknown stem lot# unknown, item# unknown unknown cup lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 02193.

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Patient was revised due to dislocation. Attempts were made to obtain additional information; however, none was available.